Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. In order to prevent adverse event occurrence due to the breaking of the bending section, the bending tube design has been modified so as to not hurt patient body even though bending tube is broken. Root cause for the issue cannot be conclusively determined. However, likely cause is due to inappropriate scope handling by the user the instructions for use (IFU) includes the following statements: inspection of the endoscope: inspect the external surface of the entire. Insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Instructions for safe use instructs how to manipulate the scope safely. Decreasing bending tube breakage is possible by manipulating the scope in accordance with IFU. However, bending tube breakage may have occurred in this case for there may have been deviation from IFU. IFU states on repair work as follows. Troubleshooting guide: as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage. The user handling was deviated from IFU in this case.

Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Initial reporter¿s job title is material manager. The event took place before use. There is no patient involvement. The device was therefore not cultured. The scope was sterile and sterrad nx and hld medivators introcept is used. The issue was found when it was taken out of the sterile wrapping after reprocessing. It had been cleaned in the sterrad device and when they went to inspect the device the issue was noticed. It is unknown how the device became damaged or what occurred.

Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the bending section skeleton was broken and protruding from the hole in the non-olympus rubber insulation. There was also leak observed from the hole. The insertion tube and the rubber insulation glue were also non-olympus. The image oes had a non-olympus mask and many broken fibers. The control knob movement was grinding.

Event description:
As reported for this event, during reprocessing a hole was observed in the device at the end and at the beginning of the hose part. There is no reported harm or adverse impact to any patient.